Event description:
Received call from caregiver stating patient's needle came out while dialyzing and he can't stop the bleeding. Caregiver called 911 and continues holding pressure on the site but bleeding continued. Rn and technical person went to the patient's house and ems present, bleeding ceased, dressing intact. Unable to determine blood loss related to treatment area carpeted. Patient alert, last bp 133/72 per ems. Dr notified, orders received to send patient to mimc for evaluation. Patient was able to stand and walk down 3 to 4 steps and get on the stretcher and was transported to mimc via ambulance.